Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cardio cath lab during a procedure, the md could not advance the catheter due to severe resistance upon insertion. As a result, the md removed the failed catheter and replaced it with a new catheter. Per the md there was no excessive bleeding and the md used the same insertion site (left femoral artery) during this procedure. Therapy was delayed for 10 minutes. There was no report of pt death, complications or injury. The pt outcome is fine.